Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 70 mg/dl and the patient suddenly experienced feeling strange. The patient was given orange juice by their wife, but a few minutes after this they lost consciousness and started to convulse. The patient´s wife called an ambulance. When a fingerstick was taken by the health care professional, the blood glucose reading was 85 mg/dl, no cgm reading was reported from that moment. The patient was brought to the hospital, but no further treatment was reported, and the patient was discharged on the same day. It seems that at some point during the event the blood glucose reading would have been 103 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 01/19/2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 70 mg/dl and the patient suddenly experienced feeling strange. The patient was given orange juice by their wife, but a few minutes after this they lost consciousness and started to convulse. The patient´s wife called an ambulance. When a fingerstick was taken by the paramedics, the blood glucose reading was 85 mg/dl, no cgm reading was reported from that moment. The patient was brought to the hospital and treated with a ¿glykemin 103 mg/dl¿ infusion. The patient was discharged on the same day. It seems that at some point during the event the blood glucose reading would have been 103 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).